Event description:
It was reported that the patient was experiencing pain at the ipg pocket site. It was noted that the pocket site was irritating, tender to touch and did hurt when it pushes up against things. The patient underwent a revision procedure wherein the pocket site was moved to a different location. The patient was doing well postoperatively. Nothing was explanted.